Event description:
It was reported that a user¿s dexcom g7 glucose readings stopped displaying on the ilet after successful pairing and initial data display, resulting in approximately 1.5 hours without cgm values. The user obtained a fingerstick of 253 mg/dl after eating and manually entered the value into the ilet, and the pump later prompted to start sensor, after which the pairing code was re-entered and a 30-minute wait was advised. Symptoms included hyperglycemia. Outcomes included temporary loss of cgm data to the pump with need for manual blood glucose entry. Investigation included technical support guidance, review of device alarm history showing a sensor reconnect event, verification of pairing, re-entry of the pairing code, and counseling to wait for data resumption and to verify the device clock setting. Investigation of this case revealed cgm signal loss to the ilet and subsequent sensor reconnection behavior, with no alerts or alarms beyond sensor reconnect noted and no evidence of injury. It was concluded that the event involved intermittent communication between the dexcom g7 and the ilet, resolved through standard troubleshooting and user education, without clinical escalation.